Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Device evaluation: visual analysis of the returned device identified: broken shell, missing piece of the shell, crease flat and underweight. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool and striated broken shell in the posterior side. Based on the device analysis the final assessment is: a striated edge opening on posterior due to surgical damage; a striated edge broken on posterior due to surgical damage; missing piece of the shell due to inconclusive. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports: "discreet signs of intracapsular rupture". The device was explanted. This relates to the right side.